Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer reseated sensor and retractor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.